Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 530 mg/dl at the time of incident. The customer¿s current blood glucose value was 380 mg/dl. The customer experienced nausea, headache, rapid heart beat and frequent urination symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump and injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Software 4.11e. Retainer ring black. On (B)(6) 2022 customer called in with the following concern: customer states device stopped delivering insulin in the middle of the night. Customer changed set and has treated with injections and has bolus with device. High blood glucose. Customer states battery lasts only 3-4 weeks and used to last 2-3 months. Patient also went through airport scanner. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self, sleep current measurement and active current measurement test. During download review no relevant alarms confirm in download history files to confirm complain code. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No bolus delivery anomalies noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit received with cracked case corner of belt clip rails, cracked battery tube threads and peeling keypad overlay. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the unit was successful. No low battery alarms or unexpected battery power loss noted during download review or during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.